Event description:
The pt called lifescan (lfs) and alleged that his meter would not power on. The pt stated that the last time he tested on his meter was one month prior. He had a back up meter and stated that he used it until he ran out of test strips. The pt continued to take his set amount of insulin (15 units of humalog with meals and 40 units of lantus at bedtime) and drank extra water. He reported no symptoms during this time. The pt went to the hosp to have his blood glucose tested and the result was 249 mg/dl. He was not given any treatment; he just took his own insulin. He reported no symptoms at the time of the hosp visit. The pt was using the correct test strips, the battery was in good condition, less than 1 year old, and correctly installed, and the battery contacts were in good condition. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury; the result obtained at the hosp does not reflect a serious injury. A replacement meter has been sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.